Event description:
The caller reported a cgm error 42 with their sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided information for a complete pump reset and guided the caller through the process; after the reset, the cgm error code did not appear again, and the caller successfully began their sensor session.